Event description:
Placement of PICC line under ultrasound. It was reported that while threading the guide wire, the nurse realised it was not in the right place and tried to withdraw it, it became stuck. It was thought it was stuck in the edge of the cannula but found to be in the vein. Another attempt to try to remove it and the same difficulty was had. It was removed but it was not clear if there was any remnant left behind. A chest xr was organized and did show a remnant in the tissues. There was a debate as to whether it should be surgically removed and the decision was made to leave it as the pt was fully aware of what had happened and it was not felt by her or uncomfortable. The outer wire had unraveled as it was pulled out.

Manufacturer narrative:
The complaint was confirmed, and the cause appears to be user related. The coil wire on the returned guidewire was unraveled. The distal end of the coil wire broke away and was not returned for eval. It was reported that the guidewire was withdrawn when the user realized that the guidewire was not in the correct location. The guidewire reportedly became stuck and was difficult to remove. The coil wire then unraveled as the guidewire was pulled out. The product IFU cautions, "if the guidewire must be withdrawn while the needle is inserted, remove both the needle and wire as a unit to prevent the needle from damaging or shearing the guidewire." No defects relate to the mfg process were noted on the complaint sample. A chr of lot #reuj0266 showed no other similar product complaint(s) from this lot number.